Manufacturer narrative:
H6 correction: medical device-problem code has been changed to code 1454. B5 correction: event description has been corrected. Internal complaint number: (B)(4). Analysis of production: (B)(4) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (B)(4) there was 01 additional similar complaint reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of jun-2019 through may-2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (B)(4) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (B)(4) communication/interviews were performed to obtain all possible information. Device discarded: (B)(4) despite request customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 silicon cover has come off the jaw. Nothing fell into the patient. The operation was completed successfully with the new device. There is no problem with the patient's condition.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 cover was removed immediately. The operation was completed successfully with the new device. There is no problem with the patient's condition.